Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced inaccuracies for the majority of the sensor session. He stated his blood sugar bounced down to the 40¿s and was not sure if the system was accurate so he decided to check his blood glucose. The patient stated the bg meter was reading 48 mg/dl. He immediately started treating with glucose (candy and juice), but could not raise his bg quickly enough to avoid a hypoglycemic seizure. As a result of the seizure, he split the porcelain crown on one of his teeth and damaged his tongue and mouth enough that a dentist prescribed penicillin as a preventive measure. No medical attention was sought other than the dental work. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.